Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 180-181 mg/dl. At the time of the report the customer had already changed the cartridge and infusion set in attempt to resolve the issue. Subsequently, the cartridge leaked from the canister when attempting to fill the cartridge with insulin. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.